Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011- 02234 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6), 2011 on a (B)(6) old, male patient weighing 55 kilograms. According to the complaint, during the procedure, the balloon was attempted to be inflated in the cbd; however the balloon would not hold air and a leakage of dye was observed. It was confirmed by the complainant that the balloon burst. No pieces of the balloon detached inside the patient. The same event happened with a second cre balloon dilatation catheter and the procedure was finally completed with a third cre balloon, without any complications. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed..

Manufacturer narrative:
Investigation results: visual examination of the returned device revealed no defects to the catheter of the device. The device was attempted to be inflated, however a pinhole leak was noted in the balloon portion of the device. Based on the condition of the returned incident device, the complaint that the balloon burst was not confirmed; therefore this is no longer an MDR reportable event. The failure of balloon pinhole occurs when procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). In this case, the device was used for stone extraction, therefore it is likely the balloon was damaged by contact with a stone. However, it is worth noting the directions for use (dfu) for this device state the device can be used in dilating strictures of the alimentary tract, not stone removal. Therefore, the root cause for this event is use/user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-02233 addresses the first cre balloon, while manufacturer report # 3005099803-2011- 02234 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6), 2011 on a (B)(6) old, male patient weighing (B)(6). According to the complaint, during the procedure, the balloon was attempted to be inflated in the cbd; however the balloon would not hold air and a leakage of dye was observed. It was confirmed by the complainant that the balloon burst. No pieces of the balloon detached inside the patient. The same event happened with a second cre balloon dilatation catheter and the procedure was finally completed with a third cre balloon, without any complications. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.